Event description:
It was reported that when using the bd pyxis medstation system the station was on offline. The customer stated that this malfunction occurred while user trying to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pyxis was not accepting any messages from hospital's interface. The field service engineer processed reimaging process using the usb drive tool and performed preventative maintenance to resolve this issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshot the device.